Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 400 mg/dl. Customer states they changed the battery and while going along with routine, they went to bolus and insulin pump was dead, as in the screen was blank. Customer was assisted with troubleshooting for the blank display. The device will not be returned for analysis.